Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'consistent air in line sensor error' could not be confirmed through the event history log (ehl) review or reproduced during evaluation. It was found that several events of "reload set!" Were confirmed in the event history log. With the reload set errors being displayed, potential "air detector" message along with the reload set was miss interpreted as an air in line issue. The ultrasonic sensor was replaced as a precaution  should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a consistent air in line sensor error. The event happened at biomedical service department. There was no patient involvement. No additional information is available.